Event description:
It was reported a female patient underwent a balloon kyphoplasty procedure at l2 and during the operation, cement extravasation occurred in the right cavity from the l2 endplate. It was reported that the l2 vertebral body was completely compressed. The physician reportedly injected 3cc of contrast medium and was only able to increase the pressure of the balloon to around 70 psi and 3cc of cement was injected into each cavity. The patient is asymptomatic and no patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.